Event description:
Freestyle provided readings of 102 then 104 but pt was having symptoms of low blood sugar (unable to stand). Testing was repeated and about twenty minutes later a reading of 42 mg/dl was received. Pt was treated with orange juice. Testing was on clean dry fingers.